Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 436 mg/dl at the time of incident and treated with bolus then blood glucose level went down to 379 mg/dl, 234 mg/dl. Customer also reported that the insulin pump had no delivery alarm. Customer was advised to disconnect at the quick release and assisted customer in performing a 5.0 unit fixed prime. Customer reported that the insulin exited. The insulin pump will not be returned for analysis.